Event description:
It was reported that when the guide wire was being used in an atrio-ventricular fistula (off-label use), the wire broke into two pieces. The distal segment of the wire was retrieved with a snare device.